Manufacturer narrative:
(B)(4).

Event description:
According to the customer they have a bravo capsule which recorded a short study. The patient had no implanted devices and the bmi was under 40. There was no harm to the patient, but a repeat procedure will be performed.